Manufacturer narrative:
Explant date: if explanted, give date: not applicable, as the lens remains implanted. (B)(4). Device evaluation: the intraocular lens (iol) was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed no additional investigation requests for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a 1mtec30 cartridge did not sit well in the unfolder platinum 1 series inserter, and as a result, a zcb00 intraocular lens was inserted into the patient's eye upside down. The doctor was able to re-orientate the lens without issues. The same inserter was used prior to and after this case with no issues. The patient was reportedly doing good during their next day post-operative doctor visit on (B)(6). Patient had an uncorrected distance visual acuity of 20/20 -2 snellen. Patient had no ocular symptom complaints, medical findings of +1 cells and minor posterior capsular opacification and no lens findings. There was no patient complication or injury. Also, activities of daily life are not affected. No additional information was provided.